Event description:
It was reported that device showed decreasing sensing values. The device was explanted and replaced. The electrode pin had to be inserted into the device header twice during connection of the lead to the new device. Initial impedance measurements were high, but end results were good sensing and impedance. One day post implant, the same problem occurred with sensing down and impedance high. Subsequently, measurements stabilized. The new device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was received and analyzed. No anomalies were found.